Event description:
The pt performs the charge of the dressing every 2 days, cleans with saline, and apples saf- gel on the wound and aquacel ag around the wound. The pt felt pain for 10 mins upon applying saf-gel. The issue occurred in the left foot.

Manufacturer narrative:
Based on the available info, this event is deemed a serious injury. From a clinical perspective, a causal relationship between saf-gel hydrating dermal wound drsg gel and this event is deemed possible because the product in use is temporarily associated with the skin where the problem occurred. According to the reporter, the pt was instructed to consult their physician. No additional event/pt details have been provided to date. A return sample for eval is not expected. Reported to the FDA on (B)(4). Note: the actual date of event is unk, so the date used was the date convatec became aware.